Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review(lot#4233035): 1) the products of this batch were assembled at intima ii auto line 4 in (B)(6) 2024, and packaged at cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Function test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. 4. Sku#383012 is an intima ii product, which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the sudden bursting of the indwelling needle and tubing cannot be confirmed to be related to the production.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked with power injector unpacking and use of indwelling needle tubing found to burst open. New information received on 07/07/2025: after communicating with the hospital's clinical teachers, it was confirmed that the problem was caused by improper use of the intima ii, which is not resistant to high pressure, for high-pressure angiography, which caused a tube burst. The hospital has explained the problem to the hospital's equipment department teachers and clinicians, and the hospital agrees to accept the explanation. In the future, the clinic will switch to using the high-pressure resistant xiangma products. No pictures of the problematic products are currently available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.